Manufacturer narrative:
The device was returned and evaluated by cardinal health. Visual inspection of the returned device revealed that the shuttle cartridge was disengaged from the black handle with the sealant protruding out from the slit on the outer shuttle cartridge tubing. The procedural sheath and the sealant sleeve were not returned with the device. The condition of the returned device indicates an incomplete engagement of the advancer tube. The catheter, shuttle cartridge, advancer tube and tamp locks were inspected for anomalies that may have obstructed the device path during deployment. An out of specification condition was noted for the measurement between the proximal tamp lock to the proximal end of the balloon. The review of the lot history record (f1621802) indicated that there was an additional inspection step added during the manufacturing process; however, this additional step did not cause or contribute to the reported incident and the lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. The out of specification condition is being further investigated. Should additional relevant information become available, a supplemental report may be filed.

Event description:
It was reported that the advancer tube of the mynxgrip 5f vascular closure device was missing after retracting the sheath. The mynx device was being used in conjunction with a 5f procedural sheath for arterial closure following a diagnostic coronary procedure. The operator of the device confirmed full advancement when shuttling down (shuttled down completely). There wasn't significant resistance felt when shuttling down or unusual force applied when retracting the sheath. Manual compression was applied for 30 minutes or less to achieve hemostasis. The patient was noted to be well with no complication. The patient was not hospitalized and/or the patient's hospitalization was not extended. Additional information was requested, but was unknown.